Manufacturer narrative:
During an administrative review of safety record requests, it was noted that records were pending for this complaint. The records were reviewed.

Event description:
As reported, 7 years post implant of a 23mm sapien 3 valve in the aortic position, the patient presented with shortness of breath (sob) and mild lower extremity edema. During the patient's evaluation, the aortic valve was found to be moderate to severely stenotic with a mean gradient of 33mmhg and mild central aortic regurgitation. Additional: this patient is part of the sapien 3 partner ii clinical trial. Upon review of medical records, a 3-year follow up an echo (tte) revealed a bioprosthetic aortic valve exhibiting normal function with a peak/mean gradient of 19/11 mmhg. The aortic valve area (ava) measured 1 cm2 with trivial aortic insufficiency and no paravalvular leak (pvl). At 4-year follow-up the patient presents with fatigue but attributes it to depression, increase in her palpitations and denies chest pain, dyspnea, orthopnea, pnd, edema, dizziness, or syncope. Echo shows a bioprosthetic aortic valve mean gradient of 21 mmhg (up from 11 mmhg) and mild pvl. The 4-year follow up echo (tte) revealed an aortic valve bioprosthesis is present with a peak/mean gradient of 39/18 mmhg, ava (vti) of 0.8 cm2, no regurgitation and is trivial pvl. The peak ao vmax has increased from 2.2 m/s to 3.1 m/s. A CT was performed to rule out thrombus and revealed a tavr valve with no significant filling defects of the valve leaflets and normal leaflet motion. Approximately 4 years and 6 months post procedure, the patient presents for routine cardiac follow-up and complains of chest pain following episodes of atrial fibrillation. Also, lower extremity swelling was noted. Medications were adjusted. An echo revealed a bioprosthetic aortic valve with a peak/mean gradient of 44/25 mmhg and a calculated aortic valve area of 1 cm2. The medical records provided indicate that the patient's sapien 3 tavr valve began exhibiting increased gradients and a diminishing ava after approximately 4 years, as evidenced by echocardiography. At 7 years follow up post procedure, the patient presented with dyspnea and the valve ava measure 0.6 cm2, a mean gradient of 33 mmhg, and mild central regurgitation. The patient then had a valve-in-valve tavr for the degenerated valve.

Manufacturer narrative:
Update to h6 corrections (clinical code, device code), updated h6 (type of investigation, investigation findings, and investigation conclusions) h10 to reflect updated engineering evaluation. A supplemental MDR is being submitted for update to the engineering evaluation based on the review of medical records. The s3 with commander delivery system IFU was reviewed for instructions and guidance. Potential adverse events include device degeneration, valve regurgitation and valve stenosis. In addition, long-term durability has not been established for the thv. Medical follow-up is advised so that thv-related complications can be diagnosed and properly managed. No IFU or training deficiencies were identified. The complaint for degeneration/deterioration post implantation was confirmed by provided medical record. There was no allegation or indication a device malfunction contributed to this adverse event. A review of IFU/training materials revealed no deficiencies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect contributed to the event. As reported, '7 years post implant of a 23mm sapien 3 valve in the aortic position, the patient presented with shortness of breath (sob) and mild lower extremity edema. During the patient's evaluation, the aortic valve was found to be moderate to severely stenotic with a mean gradient of 33mmhg, aortic valve area of 0.6cm2 and mild central aortic regurgitation.' Per the instructions for use (IFU), structural valve deterioration (wear, fracture, calcification, leaflet tear/tearing from the stent posts, leaflet retraction, suture line disruption of components of a prosthetic valve, thickening, stenosis), and device degeneration are listed in the instructions for use for the thv procedure and are known potential risks associated with the device. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. As noted, patient had medical history of chronic renal disease, which is well known that patients with chronic renal disease is predisposed to bioprosthetic heart valve calcification. Tissue calcification is a very common failure mode of structural valve deterioration (svd), which can manifest in the form of stenosis as reported. In this case, available information suggests that patient factors (chronic renal disease) may have contributed to the complaint event. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No labeling/IFU deficiencies were identified; therefore, no corrective or preventative action, nor product risk assessment (pra) is required at this time.

Manufacturer narrative:
The sapien 3 valve was not returned to edwards for evaluation as it remains implanted in the patient. Without the device, visual inspection, functional testing and dimensional analysis could not be performed. Review of the provided case imagery revealed calcification on two valve leaflets. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. Device degeneration is a known potential risk associated with the tavr procedure and is listed in the instructions for use (IFU) as a potential adverse event. Structural valve deterioration (svd) may be manifested as stenosis with thickened leaflets. Svd refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on the severity it could be an indication for valve replacement or medical intervention. Tissue calcification is a very common failure mode. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. In this case, complaint was unable to be confirmed due to device unavailability/imagery unavailability. Based on the limited information provided, the root cause for the valve degeneration approximately 7 years post valve implant could not be determined but may be related to the patient's co-morbidities and/or progression of the pre-existing valvular disease process (chronic renal disease). Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
As reported, 7 years post implant of a 23mm sapien 3 valve in the aortic position, the patient presented with shortness of breath (sob) and mild lower extremity edema. During the patient's evaluation, the aortic valve was found to be moderate to severely stenotic with a mean gradient of 33mmhg. The decision was made to implant a 23mm sapien 3 ultra valve during a valve in valve (viv) procedure. The viv was successful, and the patient was stable throughout the procedure and scheduled to discharge postoperative day (pod) 1. Both valves remain implanted in the patient.